Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular (rv) lead exhibited low pacing impedance out of range (less than 200 ohms), and a lead safety switch in unipolar settings. Pacing thresholds is higher 7.5v@1ms.the physician believes that the rv lead maybe fractured. The device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.